Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that angina and in stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid let anterior descending (lad) artery with 90% stenosis and was 10mm long with a reference vessel diameter of 2.25mm. The lesion was treated with direct placement of a 2.25mm x12mm promus element plus stent. Following post-dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented to the emergency department with the complaint of chest pain radiating to the back and was hospitalized on the same day for further evaluation. The patient was diagnosed with unstable angina and referred for cardiac catheterization. The following day, coronary angiography was performed and revealed a 20% proximal stenosis, a 99% mid isr and a minor luminal irregularities in distal lad. The 99% isr located in mid lad was treated with balloon angioplasty and placement of 2.25x12.00mm non bsc stent. Following post-dilatation, residual stenosis was 0%. Subsequently, the event was considered resolved. The next day, the patient was also diagnosed with minimal subarachnoid hemorrhage right parietal lobe and the event was considered recovering.